Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Facility declined to provide patient ID. All reasonably known patient information is included in this report. No tests/laboratory data was available. Other relevant history: no information was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during the procedure when the physician removed the manufacturer's catheter from the patient, a wire was observed protruding out of the catheter. The wire broke the sheath. There was no patient injury. Vessel: in the ap, not tortuous. Additional information obtained noted this was a peripheral procedure. The manufacturer's device was used for diagnostic purposes. There was resistance while removing the catheter. The wire appeared to be protruding through the coating. All portions of the device appeared to be accounted for after removal from the patient. A second catheter device of the same make and model of the manufacturer was used to successfully complete the procedure. The returned device was visually and microscopically inspected. A tear extending from the guide wire exit port distally along approximately a third of the distal shaft was observed and measured to extend 46 mm distal to the guidewire exit port. The core wire was protruding from the distal shaft. Sanguineous material was present in the inner and outer lumen of the device. The probable cause of the failure is damage during use as evidenced by the tear along the guide wire exit port and distal shaft. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be conclusively determined when the cause of the failure occurred. The instructions for use (IFU) precautions the device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process. This event is being reported as there is a potential for harm if the malfunction were to recur.